Manufacturer narrative:
The device has not yet been returned to the manufacturer at the time of this report. A supplemental form will be sent once the evaluation is completed if the device is returned. The device history report was unable to be reviewed as no lot number was given.

Event description:
It was reported that the device broke into 4 pieces, none into patient cavity but it did brake apart while inside patient. The cap, seal, and knob just fell apart. No patient injury or consequences were reported.